Event description:
Allegedly, when the operator pressed the shock switch, there was no response and the energy would not discharge to the pt. No add'l observations in support of this allegation were reported. The operator reportedly recharged the defibrillator, and when the shock button was pressed, an abnormal energy delivery message was observed. The pt was not resuscitated.